Manufacturer narrative:
The insulin pump failed the displacement test fallowed by a motor error alarm during rewind, due to motor encoder signal out of phase. E70 error alarm confirm in the alarm history screen, due to motor encoder signal out of phase. Unable to complete functional test due to motor error alarm.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 35 mg/dl when paramedics arrived. Customer stated that she has an MRI and forgot to remove her insulin pump. Customer stated that her insulin pump buzz and her daughter in law found her passed out on the floor and called the paramedics. Nothing further was reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found.

Event description:
It was reported that the insulin pump had alarmed for a motor error.